Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was analyzed and no anomalies were found.

Event description:
It was reported that the atrial lead was dislodged. The atrial lead was successfully repositioned. The device atrial port would not retain the atrial lead connector. The device was removed and replaced. No patient complications have been reported as a result of this event.